Event description:
Info rec'd reports pt's ins was in a power on reset mode. No other details were provided. Add'l info has been requested and if rec'd, a f/u report will be sent.

Manufacturer narrative:
(B)(4).